Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that following an implant procedure, it was noted post operation that the atrial lead had dislodged and was hanging in the atrium. The dislodgement was confirmed on chest x-ray. The patient was brought back to the operating room the same day (B)(6) 2021 and the lead was repositioned successfully. The patient was stable.